Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges, causing the customer to experience a low blood glucose (bg) level (44 mg/dl). The customer consumed carbohydrates to treat the low bg. Reportedly, the customer cleared the alarm and resumed insulin therapy.